Event description:
Reportedly, the user is not benefiting from the device. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user is not benefiting from the device.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress is very likely. In addition two channels remained extra cochlea since implantation surgery. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress is very likely. In addition, two channels remained extra cochlea since implantation surgery. Further additional channels migrated out of cochlea as confirmed by diagnostic imaging. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, the user is not benefiting from the device.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress is very likely. In addition, two channels remained extra cochlea since implantation surgery. Further additional channels migrated out of cochlea as confirmed by diagnostic imaging. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly, the user is not benefiting from the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition two channels remained extra cochlea since implantation surgery. Further additional channels migrated out of cochlea as confirmed by diagnostic imaging. Other mechanical damages found are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the user is not benefiting from the device. The user has been re-implanted.